Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott device and was inflated twice. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 2.98mm and the length of the membranous septum was not measured. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced implanting the 29mm navitor vision valve. Post-procedure, it was noted via electrocardiogram that the patient developed a left bundle branch block (lbbb). On (B)(6) 2024, a holter monitor noted progression to a second degree heart atrioventricular block. No intervention had been performed. In (B)(6) 2025, the patient began to experience syncope. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The cause of the patient's lbbb and subsequent second degree atrioventricular block is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
It was reported that post successful navitor implant procedure the patient developed a left bundle branch block (lbbb). The following day a second-degree heart atrioventricular block was reported. The patient began to experience syncope 9 months post implant. Information from field indicated that there was no difficulty implanting the device. The device remains implanted and will not be returned to abbott. Based on the available information, the cause of the patient's lbbb and subsequent second-degree atrioventricular block is attributed to the implant procedure. However, the exact cause of the reported heart block could not be determined. The reported surgical intervention was due to permanent pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6).